Event description:
It was reported that a user¿s caregiver contacted support regarding elevated blood glucose while using the ilet system, noting a reading of 264 mg/dl with a stable trend and persistent elevation for about an hour; troubleshooting and education were provided, and no device alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included temporary limitation of device user¿s daily activities due to the event. Investigation included complaint review and technical support assessment. Investigation of this case revealed insufficient evidence of device malfunction and no confirmed device performance issue. It was concluded that the event was consistent with hyperglycemia with an unclear cause and no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.